Event description:
It was reported the pt experienced ineffective stimulation and inadequate pain relief. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had his scs system explanted. The pt plans to attempt other methods to control his pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.